Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated 9/15/2024. H6: medical device problem code 1494 clarifier- indication for use.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle after an aortic endoprosthesis interventional procedure using a 22f sheath. Reportedly, during the 4th step, when lowering the feet, they were not able to be retracted, making it necessary to dissect the superficial femoral artery. Surgical intervention was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open or close could not be confirmed due to the condition of the device. The entrapment is related to the circumstances of the procedure and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was used for post close. It should be noted that the prostyle instructions for use (IFU), indications section states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contributed to the reported difficulties with the device. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the guide broke during insertion. The device indicated a bilateral cuff miss occurred. If the guide was broken, it would change the orientation of the foot likely inducing the cuff miss. A guide break will prevent the foot from closing inducing the entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.